Manufacturer narrative:
Additional devices involved in the event: (B)(4). Returned to MFR: 05/oct/2016. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4). Returned to MFR: 26/aug/2016. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4). Returned to MFR: 26/aug/2016. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4). Returned to MFR: 26/aug/2016. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4). Returned to MFR: 26/aug/2016. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4) returned to MFR: 26/aug/2016. Device evaluated by MFR: yes. Labeled for single use: no. It was reported that the patient has experienced critical battery alarms and random "beeps". One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), contained the old software version installed (not smr upgrade performed). Critical battery alarms were logged involving (B)(4) within the analyzed period. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. The other batteries ((B)(4)) were not involved in such events. The most likely root cause of the reported critical battery alarms can be attributed to a communication errors between the controller and battery. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors involving (B)(4). Momentary disconnections will result in an audible tone; this could explain the reported random "beeps". The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported random "beeps" can be attributed to momentary disconnections. Internal investigations have been opened to evaluate the momentary disconnections and the communication errors between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4)/ 1650 / manufacturing date: 07/07/2015 / expiration date: 07/31/2016 / (B)(4); (B)(4)/ 1650 / manufacturing date: 03/11/2016 / expiration date: 03/31/2017 / (B)(6); (B)(4)/ 1650 / manufacturing date: 03/11/2016 / expiration date: 03/31/2017 / (B)(4); (B)(4)/ 1650 / manufacturing date: 03/01/2016 / expiration date: 03/31/2017 / (B)(4); (B)(4)/ 1650 / manufacturing date: 10/26/2015 / expiration date: 10/31/2016 / (B)(4); (B)(4)/ 1650 / manufacturing date: 10/08/2015 / expiration date: 10/31/2016 / (B)(4).

Event description:
It was reported from the site by the coordinator that the patient has experienced several "critical battery alarms" and incidence of random beeps that are possibly related to the controller as well. The patient reports that port #2 seems to be the culprit. Per the patient, he experienced 2 critical battery alarms while the controller was plugged into two full batteries. The alarm stopped once he unplugged one of the batteries and then plugged it back in. The alarms occurred over two different days with four completely different batteries. He has seen the issue again where the battery in port 2 disconnects and reconnects often, without ever actually becoming disconnected. He has seen this will all 6 batteries. An elective controller exchange was performed and all batteries were switched out, it was stated that there was no effect on patient. Patient emailed on 5/31/16 about the following:  that on this weekend he got two critical battery alarms while his controller was plugged into two full batteries. The alarm stopped once and he unplugged one of the batteries and then plugged it back in. The patient stated that he would be in for a clinic visit on the morning of 6.02, and asked if he should plan to replace the controller again. Email response by vad coordinator on 5/31/16 stated that if he could tell if it was one battery causing multiple alarms or two separate batteries. It was stated that for now they were going to swap out the batteries that were causing the critical alarm and they would download log files on thursday. Those files will be provided to the manufacturer for more information and to better guide them. Patient email response 5/31/16:  that there were two alarms over two different days with four completely different batteries. Patient stated "I've seen the issue again reconnects often, without ever actually becoming disconnected" and that he has "seen this with all 6 batteries". It was stated that they have changed them all in the past and the problem seems to go away for a little while but then returns. Email question to patient on 5/31/16 stated: "can you provide me the days/dates these happened?" Email response from patient on 5/31/16 where he stated that one happened on saturday (B)(6) 2016 and the other on sunday (B)(6) 2016. Email from patient on (B)(6) 2016 stated that he had just gotten another critical battery alarm, it did not stop when I disconnected and reconnected the battery in port 1, but it did when I did the same for the battery in port 2. As always, this would seem to be a port 2 issue. On (B)(6) 2016 both controllers were exchanged and replaced and all batteries removed. No additional information available.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: heartware® ventricular assist system ¿ controller 1.0. Controller / (B)(4)/ model #: 1403us/ expiration date: unk, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), contained the old software version installed (not smr upgrade performed). Critical battery alarms were logged involving (B)(4) within the analyzed period. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. The other batteries (B)(4) were not involved in such events. The most likely root cause of the reported critical battery alarms can be attributed to a communication errors between the controller and battery. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors involving (B)(4). Momentary disconnections will result in an audible tone; this could explain the reported random "beeps". The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported random "beeps" can be attributed to momentary disconnections. An internal investigation is evaluating the momentary disconnections. An internal investigation is evaluating the communication errors. The most likely root cause of the reported critical battery alarms can be attributed to a communication errors between the controller and battery. The most likely root cause of the reported random "beeps" can be attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.